Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during function testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.